Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, following the k-wire (superior to hole) being inserted into femoral neck, the lag screw reamer butted up against the nail and with a little bit of pressure from surgeon when trying to put it through, a loud cracking sound was heard. An x-ray was taken, which showed a small piece of metal in the bone. Physician then took drill out and end of drill was cracked. Metal piece remains inside patient.